Manufacturer narrative:
Section h10: h3: the femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface. However, the failure cannot be confirmed as the device was not returned for investigation, pre-revision x-rays were unable to be obtained, and potential contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information. Patient-related conditions and/or inclusion of the implanted polyethylene in the packaging recall may also have been contributing factors to the revision.

Manufacturer narrative:
Concomitant medical products: 02-012-60-1425, logic stem ext 14mm x 25mm, 5626824, 02-020-11-0220, truliant ps cem fem ps cem left sz 2, 4876787, 02-022-45-2020, truliant tib fit tray cem sz 2f / 2t, 4750300, 200-07-32, advanced patella 32mm 3 peg implant, 5724067, 204-70-00, tibial stem ext. Screw, 5721095.

Event description:
As reported, approximately 3.5 years post op the initial tsa, this 70 y/o female patient was revised due to aseptic femoral loosening and recalled polyethylene insert. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, c, d, e, g. The femoral loosening reported is most likely the result of either a weakened biologic integration of the femoral component at the bone-implant interface or mechanical loss of fixation at the cement-implant interface. However, the failure cannot be confirmed as the device was not returned for investigation, pre-revision x-rays were unable to be obtained, and potential contributions from the type of cement used, cementing technique, or environmental conditions in the operating room at the time of implantation cannot be determined from the provided information. Patient-related conditions and/or inclusion of the implanted polyethylene in the packaging recall may also have been contributing factors to the revision. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.